Event description:
It was reported that during a supply change the ilet user connected an inset infusion set to the body before priming the tubing, then sought assistance; customer care guided the user to disconnect from the site, prime the tubing, reconnect to the ilet, fill the cannula, and resume delivery, and also provided education on contacting support during supply changes. There were no reported adverse clinical effects and no disruption in blood glucose control. Outcomes included successful restoration of insulin delivery without alerts or alarms. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed user error related to incorrect supply change steps, with the device and infusion set functioning as intended after proper priming and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was use error due to inadequate priming during the infusion set change.